Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a reaction is confirmed; however the cause of the reaction is unknown. A visual observation of the provided photo shows the skin underneath the dressing of a catheter that is consistent with the reported 4 fr groshong catheter. Yellow residue can be seen on the catheter and the dressing. The skin appears to be red and blotchy and with dry and flaky patches and raised in some spots. One particular spot on the skin appears to have been irritated by contact with the catheter connector oversleeve. It is unknown what caused the reaction, however, based off the provided photo and the event description, possible causes include patient sensitivity. Groshong catheters are made of specially formulated and processed medical grade materials, and have undergone biocompatibility testing. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported that the pediatric patient with short bowel syndrome was dependent on tpn. The patient has reportedly been experiencing delayed allergic reactions to inserted lines. On average the line is insitu between 6-8 weeks prior to the reaction occurring. Around the site the skin is damaged and red. A dermatologist is currently conducting testing and patch tests to try and establish the root cause for the allergic reaction. They have tested different type of bandages, cleaning solutions, and used antifungal, antibacterial and steroid creams to treat the area. In addition intravenous antibiotics has been administered even though there is no evidence that the reaction being bacterial. Currently the patient is being weaned, it is uncertain if the patient will need to continue having lines in the future.